Manufacturer narrative:
Medwatch sent to FDA on 05/25/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcomes of deflation and vomiting as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "vomited the deflated balloon."

Manufacturer narrative:
Supplement #1 sent to the FDA on july 18, 2016. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown particles were observed on the outer surface of the device. The valve was observed to have brown and red discoloration. A fill tube test was performed and no blockage or resistance to flow was observed. A valve test was performed and no blockage or resistance to flow was observed. A leak test was performed and leakage was noted on the shell and valve of the device. One striated opening was observed on the radius of the device.